Event description:
After the iab was inserted, the pump gave helium leak alarms, and the baseline of the balloon "was negative". The physician tried to inflate the balloon manually, but it would not inflate. The iab was removed after 7 hours of indwelling time without any pt complications.